Manufacturer narrative:
A replacement dc power cable was shipped to the customer who performed the replacement. Bayer product analysis received and examined the subject dc power cable. Visual examination determined that the shielding braid was out of position and the wires showed evidence of being pulled from their terminal crimps. Further examination determined that the black wire was disengaged from its crimp. Product analysis concluded that when certain combinations of conductors short together at the cable end farthest from the power supply, this can create a conduction pathway that the power supply does not recognize as a short circuit and shut down. Consequently, the power supply continues to energize the cable which can lead to localized heating and melting of the power cable. On (B)(4) 2013 bayer healthcare distributed a field safety notice recalling all 25-foot dc power cables shipped with medrad veris mr vital signs monitors, or those provided by bayer service. Those power cables were recalled due to a latent design reliability issue and the potential for shorting which could result in heating/melting of the cable jacket. Product analysis reviewed the system serial number and determined that the system was subject to this recall and the power cable should have been returned. The customer received notification of the recall as evidenced by an urgent medical device component recall form signed on (B)(4) 2013 at which time they declined having any affected cables on site. The site continued to use the affected cable until the time of the reported event.

Event description:
The site reported the following: the power supply was not charging the monitor batteries. While evaluating the system, the site's biomedical engineer noticed the dc power cable became very hot to touch.